Event description:
Investigation revealed patient was observed to have an audible leak around the trach with patient not maintaining adequate volumes and cuff not holding inflation. Report documentation relevant to issue - "due to patient compromised trach cuff, patient trach changed bedside by md". Post removal leak test done showing positive signs for blown cuff. Trach tube cuff submerged in water and inflated. Bubbles appeared indicating air leak.